Event description:
Related manufacturer reference number: 3006705815-2024-01226. It was reported the patient experienced inadequate stimulation with their scs system. Patient underwent surgical intervention on 8 november 2021 during which the leads were explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.